Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality (image not displayed). The issue was found during setup /inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera water immersion, cable water immersion, connector watertight defect and main body cracking. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: no image due to camera water immersion. In regard to the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.